Manufacturer narrative:
Date of event is unknown. This report is for an unknown rapid resorb implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Device was only partially explanted; date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: castro-núñez j, clifton t, van sickels j (2017). Subacute granulation tissue of the fornix after resorbable orbital implant: an unusual case and review of the literature. Craniomaxillofacial trauma and reconstruction. (USA). The aim of this article was to present a case of subacute granulation tissue of the fornix that appeared as a reaction to a resorbable material employed to repair an orbital floor fracture and to review the literature on the subject. This is a case report of a (B)(6) patient who had a left orbital floor blow-out fracture as well as a left nasal bone fracture due to a fall of approximately 8 to 10 feet from a ladder. Patient underwent an open repair of the orbital floor and a closed reduction of the nasal bone fracture with an unknown synthes rapid resorb implant which was used to reestablish the orbital floor. The following complications were reported: one-month post-op, patient was noted to have diplopia on extreme superior gaze; otherwise he was asymptomatic. Four months post-op, patient complained of a flap of tissue that occasionally affected left eye vision. Clinical examination showed a red exophytic mass emanated from a stalk in the fornix of the left lower eyelid; conjunctiva was mildly injected. A CT image of the face revealed that the orbital implant was in good position. An excisional biopsy of the mass was performed. The histopathologic analysis revealed a fragment of granulation tissue containing a mixed inflammatory infiltrate composed of lymphocytes, plasma cells, histiocytes, and neutrophils. The diagnosis was ¿subacutely inflamed granulation tissue¿. Patient was started on prednisolone ophthalmic 1% and erythromycin eye ointment. Over the next month, the mass returned to its previous size and location and an adhesion was found between the conjunctiva and the left lower eyelid that was noted. The patient¿s conjunctival injection did not resolve despite regular application of the ophthalmic steroid. Exophthalmometer did not reveal abnormalities of the position of the left globe within the orbit. Patient underwent surgery for open exploration and removal of the implant. Immediately prior to the incision, a sharp edge of a foreign body was noted. An incision was done in the conjunctiva following the foreign body; the anterior aspect of the implant was found to be fragmented and encased in granulomatous tissue. The base of the extraocular granuloma was traced to this fragmented piece of implant, and was easily removed. The rest of the implant was identified in the floor of the orbit. In attempting to remove this normal appearing posterior implant, it fragmented as it was encased in healthy-appearing fibrous tissue. Not seeing any more granulation tissue, the removal of the rest of the plate was discontinued. At 1 week and 4 weeks post-op, patient had persistent diplopia on extreme superior gaze, resolving conjunctival injection and no evidence of granuloma occurrence. This report is for an unknown synthes rapid resorb implant. This is report 1 of 1 for (B)(4).